Event description:
It was reported to medtronic neurosurgery that the valve was occluded resulting in revision surgery.

Manufacturer narrative:
The peritoneal catheter was patent and passed the leak check and showed no anomalies. Although the catheter was explanted and returned, the complaint did not relate to a malfunction of this part. A review of the manufacturing records showed no anomalies. No impact to patient reported.